Manufacturer narrative:
Device evaluated by MFR: the coyote balloon catheter was returned to our post market quality assurance laboratory. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damage. Microscopic examination revealed a pinhole 108mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a pinhole in the balloon.

Event description:
Reportable based on device analysis completed on 28oct2025. It was reported that balloon failed to expand well in the lesion. The 80% stenosed target lesion was located in the severely tortuous and severely calcified vessel below the knee. A 3.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilation. However, it was noted that the balloon failed to expand well in the lesion. The procedure was completed with a different device. There were no patient complications as a result of this event. However, device analysis revealed a pinhole 108mm from the tip.